Event description:
The us complainant was placing an impella cp using a 14fr x13cm introducer sheath via the femoral. The introducer appeared to be damaged after the dilator was removed. The orange locking mechanism came off the sheath and blood loss occurred. The team removed the sheath and tightened down the perclose. Hemostasis was achieved by the perclose and transfusion of packed red blood cells. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 (event description) was updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted surgically into the left femoral artery in a 78-year-old female patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, an impella 14fr 13cm sheath was inserted into the right femoral artery. After removing the 14fr dilator, blood began pooling out of the sheath. Manual pressure was held and the sheath was removed. The right groin was closed with a previously deployed perclose. Upon further inspection of the impella sheath, the orange locking mechanism on the sheath came off and the hemostatic valve was not secured. The physician stated that the hemostatic valve ruptured. One unit of blood was transfused. The impella was successfully weaned the same day. The post-procedure outcome is survived at explant. The impella functioned as intended.